Manufacturer narrative:
Product evaluation: the product was not returned for analysis. A slit lamp photo of the eye was provided. Due to the dark nature of the lighting in a slit lamp photo, and the poor quality of the lens, the reported foreign material cannot be observed. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on our observation of the attached photo, the reported damage of foreign material is unconfirmed. Due to the dark nature of the lighting in a slit lamp photo, and the poor quality of the lens, the reported foreign material cannot be observed. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that foreign material was found on the optic part of an intraocular lens (iol). There was no patient harm reported. Additional information has been requested.